Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure it was noticed that the patients right atrial (ra) lead was undersensing. The patients left ventricular (lv) lead was exhibiting high thresholds, high impedance, and a kink in the lead was noticed. A potential lead fracture is suspected. The lv lead has been programmed "off." Both the ra and lv leads incurred some insulation damage during the procedure. Both leads remain in the patient and the new device has been programmed vvir due to the patients condition of chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.